Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device model cd2311-36 was analyzed by our quality assurance department. The rv set screw was confirmed to not adequately retain a test gauge pin, as the gauge pin was pulled out of the device during testing. All other set screws retained the gauge pin successfully in their respective lead bores. The cause was determined to be excess epoxy in the rv screw cavity, preventing full extension into the lead bore.

Event description:
It was reported that during implant the set screw indicated it was secure by making click sound, but the lead would pull out. Despite multiple attempts and utilizing different tools the set screw did not tighten on the lead. This device was not implanted.